Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The device is not expected for return as reported indicated device was discarded. However, if the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the freestyle libre sensor. A caregiver reported the customer received sensor scan results that were higher when compared to readings obtained on the built-in reader. Customer did not experiencing symptoms and had contact with an hcp who provided glucose via injection as treatment. There was no report of death or permanent injury associated with this event.